Event description:
It was reported that the patient received inappropriate therapy from the implantable cardioverter defibrillator (ICD) device due to misclassified episode of supra ventricular tachycardia (svt) as ventricular tachycardia (vt). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.